Event description:
It has been reported to philips that the wireless footswitch was not connecting to the azurion system, and the wi-fi indicator was blinking red. No harm to the patient has been reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. As per the information collected, wireless foot switch was not connecting, and signal indicator was blinking red. The philips field service engineer (rse) inspected the system remotely and confirmed the reported issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.